Event description:
It was reported that the wound drain broke/pulled apart during initial placement of drain following a cholecystectomy. A laparoscope-assisted surgery was performed to remove the drain fragment. The drain was placed in the pt's abdomen and no perforations, no sutures and no pinching, binding or resistance were noted during the initial placement. X-rays were made to verify placement. The broken edges were reported as being jagged in appearance. The report stated, the user may have damaged the drain with forceps. Another drain was not placed. No further complications were reported.

Manufacturer narrative:
One partial drain was received in two pieces. One piece consisted of a 5 7/8" long section of the drain tube, a 2 ? Inch long section, the drain connector attached to a partial channel drain 2 11/16 inches long. The second piece consisted of a 27 10/16" long section of the drain tubing. The break occurred on the channel portion of the drain, a portion of which was not returned for evaluation. The broken edge was described as jagged. The sample was examined under magnification and a perforation was noted in close proximity to the broken edge. A piece of suture material was wrapped around the white drain connector on the opposite side of the break. The suture material was approximately ? Inches distal to the broken area. The section of the clear drainage tube, the white drain connector and partial channel drain section was proof loaded with a 15 pound weight for over 10 seconds without breaking. This indicates that this portion of the white drain has greater tensile strength than the minimum requirement. The jagged edges are indicative of excessive force having been applied to the drain beyond its tensile capabilities. The dimensional requirements were measured and found to meet product specifications. There was nothing noted in the returned sample that showed any manufacturing related deficiencies. The incoming quality assurance records were reviewed for this component and the records did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains (en1617). Standard labeling provides info on how to avoid drain damage and states that surgical removal may be necessary if drain is difficult to remove or breaks. Baseline report previously filed.